Event description:
Customer reporting a false positive sars result when testing with an expired kit. Customer states the patients was negative by other brand non-expired rapid antigen tests. Multiple attempts were made to gather more information from the customer without success.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the reported lot expired on 02/17/23. Root cause: expired product use. Source: phone.